Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic cyst during a cyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange did not expand after completing step 2. The stent was removed, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis; the stent was not returned. No problems were noted with the delivery system. Product analysis did not confirm the reported event of stent first flange failure to expand. The stent was not returned; thus, the reported event could not be substantiated during functional testing and no faults conditions could be identified. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pancreatic cyst during a cyst drainage procedure performed on (B)(6) 2024. During the procedure, the axios stent first flange did not expand after completing step 2. The stent was removed, and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.